Manufacturer narrative:
Changed date of birth from (B)(6) 1948. The report of low flow alarms can be confirmed based on the submitted system controller log file; however, a specific cause for the reported gastrointestinal (gi) bleeding issues could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 4 years and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient admitted into the hospital on (B)(6) 2017 due to low flow alarms, shortness of breath and melena since (B)(6) 2017. The log file analysis completed by the manufacturer¿s technical services representative captured 22 low flow alarms observed on (B)(6) 2017 from 8:07 through 9:06. The estimated flow appears to be below the alarm threshold of 2.5 lpm during the stated time and thought to be physiological in nature and not equipment related. At the hospital, the patient received two units of packed red blood cells (prbc) with an appropriate increase in hemoglobin(hgb)/ hematocrit (hct). The patient¿s inr at the time of event was therapeutic. The patient was started on octreotide. No source of bleeding was found during an esophagogastroduodenoscopy (egd). On (B)(6) 2017, it was found that the patient did not have any further drops in hbg/hct or further bleeding, the low flows were resolved and patient was discharged home. No further information was provided.